Manufacturer narrative:
H3 other text : the customer requested that the case be closed.

Event description:
The customer reported an alarm delay when announcing a brady event on their intellivue mp50 patient monitor.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an alarm delay when announcing a brady event on their intellivue mp50 patient monitor. The device was in use on a patient. There was no report of patient or user harm.